Manufacturer narrative:
Batch review performed on 04 december 2019: lot 140014: (B)(4) items manufactured and released on 24-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) : items of the same lot have been already sold without any similar reported event.

Event description:
The patient had come in for a post-op check-up and it was observed that the stem has loosened over time. The surgeon about 5 years post primary revised the patient successfully.